Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. No logs were received and the replaced pressure transducer pcb was requested for further investigation but not returned by the customer. The root cause for the reported problem could not be determined.